Manufacturer narrative:
The date of previous MDR report was absent. The correct date in this MDR should be 22 nov 2017.

Event description:
Fixation issues were reported relative to the subject lead. Reportedly, during the implant attempt the lead was re-fixed two times in the atrial septum due to low -wave amplitude values. Since on a third fixation of the helix, this value was still low, the lead was extracted from the patient¿s body. After the adhered tissue was removed from the helix, the subject lead was re-inserted into the patient¿s atrium again. While the physician was manipulating the lead to find a satisfactory implant site, he pointed out that the helix could not be fixed in the cardiac muscle in the usual manner. The lead was extracted from the body again, which confirmed that there was no tissue adhered to the helix. Again, the lead was re-inserted into the atrium. At some point while the physician was making additional attempts to fix the lead, however the helix was unable to be fixed in the cardiac muscle. Another lead was implanted.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Fixation issues were reported relative to the subject lead. Reportedly, during the implant attempt the lead was re-fixed two times in the atrial septum due to low -wave amplitude values. Since on a third fixation of the helix, this value was still low, the lead was extracted from the patient¿s body. After the adhered tissue was removed from the helix, the subject lead was re-inserted into the patient¿s atrium again. While the physician was manipulating the lead to find a satisfactory implant site, he pointed out that the helix could not be fixed in the cardiac muscle in the usual manner. The lead was extracted from the body again, which confirmed that there was no tissue adhered to the helix. Again, the lead was re-inserted into the atrium. At some point while the physician was making additional attempts to fix the lead, however the helix was unable to be fixed in the cardiac muscle. Another lead was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Fixation issues were reported relative to the subject lead. Reportedly, during the implant attempt the lead was re-fixed two times in the atrial septum due to low -wave amplitude values. Since on a third fixation of the helix, this value was still low, the lead was extracted from the patient's body. After the adhered tissue was removed from the helix, the subject lead was re-inserted into the patient's atrium again. While the physician was manipulating the lead to find a satisfactory implant site, he pointed out that the helix could not be fixed in the cardiac muscle in the usual manner. The lead was extracted from the body again, which confirmed that there was no tissue adhered to the helix. Again, the lead was re-inserted into the atrium. At some point while the physician was making additional attempts to fix the lead, however the helix was unable to be fixed in the cardiac muscle. Another lead was implanted.